Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the remaining lead portion was explanted to address the issue. Therapy was restored post-operatively.

Event description:
It was reported that the patient¿s right lead had protruded out of the skin. As such, surgical intervention took place on (B)(6) 2025 wherein the portion of the lead was cut and removed to address the issue. The remaining portion of the lead remains implanted. As such, surgical intervention may take place at a later date to remove the remaining portion of the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.